Event description:
A silicone lens model aa4203tf and diopter 28.5 was torn while advancing. The lens was not implanted and there was no pt injury. The facility believes the lens damage was due to the cartridge. The model and lot #s of the cartridge and injector are unk.

Manufacturer narrative:
The cartridge was not returned. However, the visual inspection of the lens showed evidence of surgical residue and one haptic was torn off missing.